Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited pacing inhibition and loss of capture with asystole of less than 2 seconds due to a lead dislodgement. The patient underwent a lead revision where this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the returned lead. Visual inspection indicated that completed lead returned severed in two segments from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.